Event description:
It was reported to boston scientific corporation that a resolution clip device was used to repair a perforation during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not close or grasp and lock onto tissue. They deployed the clip open, as the clip would not fit back into the endoscope in the open state. The clip was left to pass naturally. The patient was brought to the operating room to treat the previous perforation, as the clip was insufficient to treat the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and the clip was not returned. The control wire was separated per design. A kink was noted in the control wire. The over sheath was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to repair a perforation during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not close or grasp and lock onto tissue. They deployed the clip open, as the clip would not fit back into the endoscope in the open state. The clip was left to pass naturally. The patient was brought to the operating room to treat the previous perforation, as the clip was insufficient to treat the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.